Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger from the adc device. The customer indicated they became weak and lethargic, and lost consciousness. Paramedics were called and a blood glucose result of "27" was obtained, customer received orange candies, oral glucose and glucose via IV for treatment. There was no report of death or permanent injury associated with this event.